Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Memory review noted storage mode was exited on (B)(6) 2025, and the event date was 09-july-2025. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker was found out of storage mode. Pre-implant interrogation showed: study patient #27, vp 95% pacing, 12 years. This indicated the pacemaker had already been prepared for use for a different patient, and cannot be implanted now. Pacing was turned off, and product return was anticipated. This pacemaker was never implanted, and there was no patient involvement reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was found out of storage mode. Pre-implant interrogation showed: study patient (B)(6), vp 95% pacing, 12 years. This indicated the pacemaker had already been prepared for use for a different patient and cannot be implanted now. Pacing was turned off, and product return was anticipated. This pacemaker was never implanted, and there was no patient involvement reported.